Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the insulin pump suspended delivery due to difference in sensor glucose and blood glucose readings. The sensor glucose reading was 120 mg/dl and the blood glucose reading was 175 mg/dl, outside of the acceptable range. The customer stated they had ice cream to eat. The customer was advised to enter blood glucose reading to see if the next calibration time would update, but the customer got calibration not accepted. The customer was advised to wait one hour before calibrating to avoid getting change sensor. The sensor will not be returned for analysis.